Event description:
Customer reported image quality substandard on a single case. No injury reported.

Manufacturer narrative:
Service representative investigated system and found it to be working as designed. System is in service at this time.